Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.

Event description:
It was reported that post-operative closure top loosening occurred. Pt underwent a minimally invasive posterior lumbar fusion treatment procedure in (B)(6) 2011 using pathfinder nxt instrumentation. The pt later presented with pain on an unspecified date in 2013 and underwent revision surgery. It was noted that one of the closure tops was loose allowing rod movement. At time of the event, it is reported that the pt was fused at the treated segments. The construct was removed and replaced with pathfinder nxt instrumentation.